Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va04v75, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot# va02kcc, implanted: (B)(6) 2013, product type lead; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot# va02kcc, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's second system worked fine for about a year. When the implantable neurostimulator (ins) was depleted and was to be removed, a 1/8th piece of the lead was found to be exposed and sticking out of the incision. The piece of lead was tested and found to be infected. The whole system was removed. The patient was put on oral antibiotics for eight weeks before they re-implanted a third system.

Event description:
It was reported that there was an infection that had occurred about ten weeks prior to the date of this report and the patient had an exposed lead wire at that time also. The patient was on 8 weeks of intravenous (IV) antibiotics before the surgery. A lead revision was done on (B)(6) 2014. The infection was cleared up. The patient was still taking oral antibiotics twice a day, 150mg of clindamycin. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va04v75, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va02kcc, implanted: (B)(6) 2013, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va02kcc, implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received reported the patient was still having concerns with their device or therapy but was working with their healthcare professional or manufacturing representative. The patient had an appointment scheduled for (B)(6) 2014.